Event description:
It was reported that pump displayed malfunction alarm ¿malf 15¿ with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump using provided reset information, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if any malfunction code appeared again, which customer acknowledged and understood.